Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Based on the initial escalation analysis, the sensor performance would recover in the next few days (at the time) and the sensor diagnostics did not indicate a failure. The user was given the option to either continue with using the system or receiving a sensor replacement. The user opted to have the sensor replaced and therefore the RMA was created for the sensor (B)(4).upon receipt of the RMA, the sensor was tested in-house, and the review of qc data did not reveal any malfunction of the sensor. As part of resolution, the RMA was authorized to offer the user a sensor replacement.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.